Manufacturer narrative:
Initial 4 of 6. (B)(6). Based on the available information, this event is deemed to be reportable complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 3003442380. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event where a patient reported that infusion set fell off during use on (B)(6) 2026.